Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Based on the information reviewed, the reported tissue damage appears to be due to the implanted clip, which then resulted in the cascading effects of mitral regurgitation (mr) and heart failure. The patient subsequently died due to multiple organ failure. The reported patient effects of death, mr, tissue damage and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded that in this case that an attempt to optimize mr reduction by a third clip implantation may have resulted in leaflet damage and subsequent mr worsening. Death was unrelated to the mitraclip device.

Manufacturer narrative:
(B)(4). There was no device malfunction and the clip was explanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were successfully implanted, reducing mr to grade 1-2. A third clip was implanted and mr increased to grade 2. A small posterior leaflet tear was noted. No further treatment was performed and the patient remained hemodynamically stable. On (B)(6) 2018, the mr increased to grade 4 due to the torn leaflet and the patient developed right heart failure. On (B)(6) 2018, the decision was made to treat the patient with mitral valve replacement and on (B)(6) 2018, the mitral valve replacement surgery was performed. After the valve replacement, thrombosis was observed on the mitral valve prosthesis; therefore, the decision was made to re-do the surgical procedure. On (B)(6) 2018, the patient died due to multiple organ failure. No additional information was provided.